Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported, patient was experiencing pain at ipg pocket site. Surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was relocated which resolved the issue. Reportedly, the therapy was restored post operatively.